Event description:
Report received of doctor stating pump underinfusing. In catheter dye study, hcp observed dye flowing backwards into the pump reservoir. Follow up with treating hcp revealed pump had stopped working about 2 weeks before the report. Patient receives fudr with cycle of 2 weeks on and 2 weeks off. Residual volume was expected to be 14cc but 30 cc was found. And pump was deemed to be underinfusing. Dye study was done. Pump was explanted and returned to manufacturer for analysis. Pump was not replaced due to progression of patient disease. Follow up hcp doing dye study revealed - hcp stated he started injection with 10 cc syringe per procedure and noted a tiny amount of contrast up to tip of catheter and could see catheter tip was imbedded in a clot. Contrast stopped and hcp switched to 3 cc syringe and then to 1cc syringe to try to exert more force to move the clot. Hcp felt a "pop" and contrast began returning into body of the port. Hcp has x-ray veiws that show contrast is not free in the pump pocket.